Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared the cartridge was empty after the customer filled new tubing with a cartridge that had 70 units of insulin left. No further information on the reported issue was provided. Customer declined and further follow up from tandem technical support. There was no reported impact to customer's blood glucose level.